Event description:
It was reported through the patient outcome that the patient passed away. The cause of death was multifactorial. The patient was on ventilator support due to hypoxemic respiratory failure status post tracheostomy. The patient failed to thrive. The patient also indicated that they no longer wanted to receive aggressive therapies. Care was withdrawn and the ventilator and pump were stopped per patient wishes. The death was not device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.